Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the staple line was not as nice as usual. Nurse also noted some blood in the staple line.